Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. Information updated to reflect the correct complaint awareness date and device serial number.

Event description:
Side rail receiver not allowing rail to come down completely.

Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Side rail receiver not allowing rail to come down completely.